Manufacturer narrative:
Initial reporter occupation: administrator/supervisor, ICU manager. Additional initial reporter: (B)(6), ICU rn, surgeon. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic senor failure alarm and the arterial line image disappeared from the screen. Troubleshooting revealed that the patient had not moved, but that the fluid lumen was not patent, although a flush system was connected. The customer could not locate the cable and adapter required for transducing the radial arterial line into the pump. It was suggested they contact the ccl and perfusion after checking storage on their other pumps. About an hour later, the customer called again saying they had been unsuccessful in locating any of the necessary cables. The getinge representative attempted to have them interface the radial arterial image down from the bedside monitor, but the cables in the pump had the wires hanging, not prepared for their monitor. The surgeon had arrived and insisted that someone from our company bring what they needed. It was explained that there was no guarantee of that. The getinge representative then contacted the local css, who was able to tell them an area hospital they could perhaps borrow from. Approximately two and a half hours later, the customer called again to report that they had received a cable from an area hospital and they were assisted in zeroing. The radial line image was crisp and the pump was returned to ¿auto operation¿ mode. Approximately four hours later, the customer called directly again to report one episode of gas loss alarm. The ¿help¿ screen and ¿iab fill¿ key were explained to the customer. There was no evidence of blood in the catheter. Peep of 8cmh20 on the ventilator. The patient was not coughing at the time of the alarm. The customer was told to call if the alarm reoccurred. They did not call again. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 through feb-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).